Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right proximal popliteal artery. Approximately 9 months after the index procedure, the patient¿s right popliteal vasculature was reportedly reoccluded via angiogram. A clinically driven revascularization was performed involving atherectomy and dcb angioplasty. The health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the lutonix dcbs or to the index procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2019-00083 and 3006513822-2019-00084.

Manufacturer narrative:
Additional information: d.4 the product catalog no., UDI no., expiry date, and corporate lot no were updated to "lx3513051005f, (B)(4) 10/11/2020, and gfbx1529" h.4 the manufacturing date was updated to "11/28/2017." H.6 the eval code & desc - method codes "4110 and 3331" were added. Corrected data: b.5 the event description was changed from "it was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right proximal popliteal artery. Approximately 9 months after the index procedure, the patient¿s right popliteal vasculature was reportedly reoccluded via angiogram. A clinically driven revascularization was performed involving atherectomy and dcb angioplasty. The health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the lutonix dcb or to the index procedure. The sample was discarded by the user facility and is not available for evaluation. Although requested, the product identifiers were not provided. No adverse patient effects were reported." To "it was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right proximal popliteal artery. Approximately 9 months after the index procedure, the patient¿s right popliteal vasculature was reportedly reoccluded via angiogram. A clinically driven revascularization was performed involving atherectomy and dcb angioplasty. The health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the lutonix dcbs or to the index procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2019-00083 and 3006513822-2019-00084." H.3 analysis: the h.3 analysis was changed from "the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review or a device history record (DHR) review could not be completed because the product identifiers, although requested, were not provided." To "the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only complaint for this lot. A device history record (DHR) review was conducted and there was nothing found to indicate there was a manufacturing related issue to this event." The h.3 analysis conclusion had the following sentence changed from "the DHR could not be completed because the product identifiers, although requested, were not provided." To "the DHR found nothing to indicate a manufacturing related cause for this event." H3 analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only complaint for this lot. A device history record (DHR) review was conducted and there was nothing found to indicate there was a manufacturing related issue to this event. Conclusion: the actual samples were not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the lutonix dcbs or to the index procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review or a device history record (DHR) review could not be completed because the product identifiers, although requested, were not provided. Conclusion: the actual sample was not returned for evaluation. The DHR could not be completed because the product identifiers, although requested, were not provided. The investigator assessed the event was not related to the lutonix dcb or to the index procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right proximal popliteal artery. Approximately 9 months after the index procedure, the patient¿s right popliteal vasculature was reportedly reoccluded via angiogram. A clinically driven revascularization was performed involving atherectomy and dcb angioplasty. The health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the lutonix dcb or to the index procedure. The sample was discarded by the user facility and is not available for evaluation. Although requested, the product identifiers were not provided. No adverse patient effects were reported.